Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Additional information was received that "a few months" post implant of this 19 mm aortic bioprosthetic valve, it was explanted and replaced with a 21 mm bioprosthetic valve of the same model. The reason for the replacement was reported as endocarditis that was caused by dermatitis. The organism was not provided. No additional adverse patient effects were reported. The product has been returned. Analysis is in-progress. A supplemental report will be sent upon completion of analysis. D6: implant date updated. Currently best estimate for implant date. H3: device return status updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed all leaflets were stiff due to visible vegetative-appearing host growth on the inflow and outflow resulting in restricted leaflet movement. All leaflets were in the closed position outflow. Vegetative host growth appeared to cover post 1, post 3, and to a lesser extent post 2. Tan to brown vegetative host material filled and stiffened the outflow of leaflet 3. Tan vegetative host tissue lined the outflow margin of attachment of l1 and l2. Cluster of tan vegetative host material observed on the inflow of leaflet 2 and leaflet 3 extending to leaflet 1. Radiography did not reveal calcification on the returned valve. Conclusions: the sterilization process used by medtronic has an anti-microbial kill on the microorganisms. Therefore, it is unlikely that the endocarditis originally came from the device. Cases that occur between 2 and 12 months post implant are a mixture of hospital-acquired episodes that are caused by less virulent organisms and community-acquired episodes. Therefore, it is unlikely that the endocarditis originally came from the device and/or manufacturing valve process. H3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the replacement was approximately 4 months post implant. It was reported that staphylococcus aureus was present in the cultures. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. A supplemental report will be filed upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 19 mm aortic bioprosthetic valve, it was explanted and replaced with a 21 mm bioprosthetic valve of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.